Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the blank display did not return after inserting new battery. Customer stated that insulin pump alarmed unexpected restart error test and they were able to clear the alarm. Customer stated that he was able to complete rewind process. Customer stated that he was performed self test and test was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.